Event description:
Boston scientific received information that the patient implanted with this device endured an infection. A revision procedure was performed and the device and leads were explanted. The device was currently being used externally to pace the patient.

Manufacturer narrative:
All available information indicates that the product remains externally in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.